Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances on both leads that were not able to be programmed around. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue. Therapy was restored post-op.